Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 202024 was provided by the initial reporter. Investigation summary: a mv0420-0006 product was not available for investigation; and the exact lot number was not available for investigation in this instance. Additional information provided by the customer appears to indicate that the vial access device had damaged the bottle upon connection. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mv0420-0006 product over the past 12 months. Investigation conclusion: a mv0420-0006 product was not available for investigation. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. As no samples or pictures were provided for evaluation, the exact root cause cannot be determined. Based upon previous investigations and experience, potential causes may include any of the following: incorrect vial access attachment procedure (off-centered or angled / use of non-coring technique). Potential bent or blunted spike out of package. Drug vial/stopper incompatibility. Inadequate / improper drug vial crimping. Manufacturing defect.

Event description:
It was reported that at least one smartsite 20mm vented vial access device experienced the rubber stopper dislodged into vial. The following information was provided by the initial reporter: these are the 13 mm fittings. Gemcitabine comes in 2 ml bottles. It is as if the adapters had "broken through" the pierceable plastic of the chemotherapy instead of fitting hermetically. It happened with three bottles in a row, consequently with three different fittings.